Event description:
A report was received that stated a nurse was splashed with a medication. The pt was receiving the medication via a deltoid needle. During the injection the needle became detached from the syringe and drug splashed in the rn's eye.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.